Manufacturer narrative:
Patient's wife reports that it is not possible to upload carelink reports. Also on csr is the same an attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The reported event is confirmed. After thorough investigation , we are seeing multiple snapshots upload for every single day. All the uploads are via mobile app and the uploaded data shows only the mobile app settings info and do not have any sensor glucose value to show the data in reports. To assist with the resolution of the issue, we provided the helpline team with the following feedback : please request user to update the app we did not see that the user has followed any recommendations provided , we provided evidence to tech support and requested for follow up. We do not see any activity for this user after issue reported. Do not see any mobile activity as well. If the user has uninstalled and reinstalled the app with latest version , we would see new uploaded, but no new uploads are observed. Csr also doesn't show any recent activity post issue observed. Please make sure the above recommendation is followed unless we wont be able to fix the issue. The reports software did not adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of this issue is due to the multiple snapshots uploaded due to the issue in mobile app and ingestion. It is addresses in latest app as part of esf 4199258 the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Closing the issue as no response received yet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data received to generate carelink report. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.